Manufacturer narrative:
Medtronic received the following information from the journal article entitled; ''accidental complete occlusion of innominate artery during deployment of thoracic endovascular aortic repair graft following hybrid stage 1 carotid-carotid bypass: is it possible to avert consequences of cerebral ischemia?'' Saravana babu, shrinivas gadhinglajkar, rupa sreedhar, molli kiran, unnikrishnan madathipat, shivanesan pitchai & tirur raman kapilamoorthy. Journal of cardiothoracic and vascular anesthesia (2018) vol:32 iss:4 pg:1841 -1847 doi.org/10.1053/j.jvca.2017.10.024. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft was implanted in a patient for the endovascular treatment of aof 58mm x 48mm x 45mm thoracic saccular pseduoaneurysm in the distal aortic arch on an unknown date. A planned right-to-left carotid artery bypass was first carried out and then a 38mm x 150mm valiant stent graft implanted. It was planned for the stent graft to be implanted in tevar zone 1 but it was reported the stent graft migrated during deployment and its mini-support spring landed in zone 0 with the closed web portion remaining in zone 1. An angiogram showed adequate filling of the innominate artery and also development of type ia endoleak. Balloon dilation of the portion of the stent graft distal to the innominate artery was attempted treat the endoleak which resulted in occlusion of the innominate artery as confirmed by angiogram. It was reported the endoleak had also resolved at this point. Neuroprotection strategies were initiated for the patient and an emergency aorta-to-bicarotid bypass was carried out through a dacron graft sutured to the aorta through a sternotomy. Perfusion of the ascending aorta-to-bicarotid bypass was established within 90 minutes from the time of the occlusion. The patient was hemodynamically stable at the end of the surgery and transferred to the intensive care unit for further care where neuroprotection strategies were continued. Magnetic imaging resonance carried out the following day showed small acute infarcts of the brain and delayed perfusion of bilateral posterior circulation. By four days post op the patient showed signs of recovery and seven days post op the patient completely recovered with response to verbal commands and limb power. The following day she was weaned from ventilation. The patient had an uneventful recovery and twelve days post-op the patient was discharged. No additional clinical sequelae were reported and the patient is being monitored.